Event description:
It was reported that during a pulse field ablation (pfa) procedure, a farawave ablation catheter was selected for use. After successfully ablating the two left pulmonary veins, the catheter was advanced over the non-boston scientific (non-bsc) guidewire toward the right inferior pulmonary vein (ripv). During catheter manipulation in the flower configuration between the left inferior pulmonary vein (lipv) and the ripv, the catheter became entrapped and could not be advanced or retracted. Fluoroscopy and intracardiac echocardiography (ice) demonstrated that the catheter and surrounding tissue were moving together. Prior to the event, the catheter had been used without issue while inside the patient. Attempts to manipulate the non-bsc guidewire and catheter were unsuccessful, as neither device could be advanced further. An initial effort was made to disengage the non-bsc guidewire; although the non-bsc guidewire could be manipulated, the catheter remained fixed and could not be freed. Subsequent attempts to linearize the catheter were also unsuccessful, and the catheter could not be retracted into the introducer sheath. Additional force was then applied in an effort to remove the catheter. Upon removal from the patient, the catheter was found to be damaged, with the catheter lumen disconnected from the distal tip of the catheter. The catheter was replaced, and the procedure was completed successfully. No patient complications occurred.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.